Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that touch screen was intermittently unresponsive and the wake button would intermittently stick. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.